Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Pf114 faradise clinical study, subject ID: (B)(6). It was reported that after an irreversible electroporation ablation procedure using a farawave catheter the patient experienced pericardial effusion. The ablation procedure took place on (B)(6) 2024. After the procedure pericardial effusion was identified and drainable was performed. The patient was admitted to the hospital and then discharged on (B)(6) 2024; no further complications were reported. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.